Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged drug field for outpatient prescriptions is not greyed out anymore. No adverse event involving patient or user was reported.